Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. It was noted that the door logo was missing. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6)2025 while undergoing ccpd therapy. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment record, patient demographics) were unsuccessful.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 while undergoing ccpd therapy. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., death certificate, esrd death notification, causality, treatment record, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was undergoing treatment when he expired. The definitive etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. However, based on the initial reporting, there was no indication that a fresenius device(s) and/or product(s) was deficient or malfunctioned in any way. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the limited information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. However, given the lack of clinical follow-up, no treatment record, no causality, and no manufacturer investigation of the suspect device, this liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.